Event description:
Additional data review was completed. No additional relevant information has been received to date.

Event description:
It was reported that the patient was implanted with an m1000 generator, and in the or the generator was programmed with 7 steps of guided mode programming with scheduled application of the settings. When the patient returned to clinic after the 7th step was supposed to have been completed, it was noted that only the first step had been programmed, and the generator was not yet titrated to the expected values. Generator data was received, decoded, and reviewed. There were no generator failures or anomalies noted in the provided decoder data. The cause of the guided mode scheduled changes not being applied could not be determined based on the data received to date.